Manufacturer narrative:
Eua#: (B)(4). H6: investigation summary bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Retain samples were tested for batch #: 0222901. The defect could not be replicated and therefore the complaint could not be confirmed. A device history review was conducted for lot number 0222901. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 8 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed and the result was negative for each of the positive initial results. The initial positive results were discarded, and there was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 8 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed and the result was negative for each of the positive initial results. The initial positive results were discarded, and there was no report of patient impact eua#: (B)(4).